Manufacturer narrative:
This complaint was submitted to stryker by FDA for an unknown customer and an unknown product. Attempts to obtain additional information were not successful. (B)(4).

Event description:
During a total ankle procedure a piece of metal from the mini cordless driver (or other device) fell into the sterile field and was first noticed by the surgeon. There was no harm to the patient. The piece could not be located. An x-ray was taken, but the piece was not located. The account/customer where this occurred is unknown. No further details are available at this time, additional information was requested from the reporter.